Manufacturer narrative:
Please note that this device was used in an off-label manner as it was implanted for dystonia. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who reported coupling varied even with the slightest movement resulting in them staying at the 1st quartile after 6 hours of recharging. Additional information was received from the consumer reporting that they received a replacement for the recharger, but they continue to have difficulty charging the patient's implantable neurostimulator (ins) battery. They explained that they charged the ins for 4 hours with the recharger replacement, but the ins did not seem to charge. They used the patient programmer to check the ins battery level, but it kept showing the 'low' ins battery level screen. During the call, they started charging the ins battery and they noted that 6 coupling bars were filled in, but the ins battery level had not incremented beyond the first quartile. They were redirected to the patient's hcp to further address the issue.